Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-00329 pertains to the first sensation small oval snare and manufacturer report # 3005099803-2014-00330 pertains to the second sensation small oval snare. It was reported to boston scientific corporation that two sensation small oval snares were used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2014. According to the complainant, during introduction of the first snare into the endoscope channel, the physician made an attempt to extend the snare. However, the sheath detached from the handle. Another sensation snare was exchanged for the first snare. However, the cautery pin for this snare detached. The procedure was completed using a third sensation small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual inspection of the returned device found the handle bent and the thread end broken. As a result of this breakage, the catheter was separated from the handle. The device peek tubing and handle cannula were also bent. The complaint that the sheath detached was confirmed. The most probable root cause of the identified failures is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-00329 pertains to the first sensation small oval snare and manufacturer report # 3005099803-2014-00330 pertains to the second sensation small oval snare. It was reported to boston scientific corporation that two sensation small oval snares were used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2014. According to the complainant, during introduction of the first snare into the endoscope channel, the physician made an attempt to extend the snare. However, the sheath detached from the handle. Another sensation snare was exchanged for the first snare. However, the cautery pin for this snare detached. The procedure was completed using a third sensation small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of working length detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.